Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented at the clinic after receiving vibratory alerts for high, out of range high voltage lead impedance. Some noise was also observed on the lead. Diagnostic imaging of the lead was recommended to the physician and patient will continue to be monitored.